Manufacturer narrative:
The reported event of device had syringe size not recognized was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿syringe size not recognized". Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the 8110 alaris syringe module syringe size not recognized could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported the customer completed a pm on the syringe devices which leads to them following the prompts to load and detect a couple of syringe sizes. When syringes are loaded, the correct size is not being recognized. The customer states that when they complete calibration of syringe sizes on the syringe pump it seems to fix the issue. There was no patient involvement since this was discovered during pm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the customer completed a pm on the syringe devices which leads to them following the prompts to load and detect a couple of syringe sizes. When syringes are loaded, the correct size is not being recognized. The customer states that when they complete calibration of syringe sizes on the syringe pump it seems to fix the issue. There was no patient involvement since this was discovered during pm.